Manufacturer narrative:
Approximate age of device ¿ 4 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had multiple gastrointestinal (gi) bleeding episodes. On (B)(6) 2017, the patient was admitted with a hemoglobin (hgb) of 5.9 g/dl. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2017, and esophageal erosions and erythematous mucosa were observed. On (B)(6) 2017, the patient was admitted with dizziness, dark stools, and a hemoglobin of 6.7 g/dl. A colonoscopy and an egd were performed on (B)(6) 2017 and a capsule endoscopy on (B)(6) 2017. Findings revealed erythema in the mid to distal small intestine, non-bleeding vascular ectasias, and speckled erythema in duodenum. On (B)(6) 2017 a double balloon enteroscopy with argon plasma coagulation was used for treatment. No active bleeding was observed. The patient was treated with blood transfusions, and unspecified gi procedures were performed. The patient remained in the hospital with a lower inr goal, and was discharged when the inr became therapeutic. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.